Event description:
Puddle of blood noticed next to resident gerichair. Resident humped over, both arms in left side of gerichair. Right arm lifted and observed for blood. None noted. Resident tugging at left arm when blood noted on pants. Author lifted left hand-noticed left finger tip gone. 911 notified.